Event description:
Device showed 47% remaining on the battery on (B)(6) 2017. Per home monitoring, eos was detected on (B)(6) 2017. The device remains implanted at this time.

Manufacturer narrative:
The memory content of the device was analyzed. During analysis of the available iegms noise was observed in the ventricular as well as the far field channel of episode 25, leading to one charging cycle. This charging cycle was aborted due to the activation of the battery status eos on (B)(6) 2017 at 01:36 pm. At a next step, the ICD was subjected to an electrical analysis. Therefore the eos status was removed with a technical programmer and subsequent interrogation revealed the battery status mol1. A sensing test was performed and the device sensed the attached heart signals free of noise. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. There was no indication of a device malfunction. Based on the information available for analysis no conclusion can be drawn regarding the root cause of the clinical observation. However, based on the analysis results, it is reasonable to assume that the noise as well as the activation of the battery status eos was caused by external influences such as a medical treatment or diagnostic, including strong magnetic fields as used by MRI scan or stereotaxis navigation systems or an unfavorable magnet application during a surgery without prior deactivation of the antitachycardia therapy functions. If a charging cycle occurs in an external magnetic field, depending on strength and orientation, a saturation of the transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the battery status eos. This does not represent a device malfunction. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. There was no indication of material or manufacturing problem.